Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2013 and was found to have an infection in the right heel on (B)(6) 2014, and the heel was debrided. The patient had subsequent debridement of the wound on (B)(6) 2014. The patient underwent an I&d and reportedly removed a "foreign body that looked like deep suture" on (B)(6) 2014 the patient underwent an I&d due to purulent drainage. The patient underwent a removal of infected bone and soft posterior aspect of the right heel on (B)(6) 2014, during the procedure; several pieces of absorbable suture were tracked along a sinus tract of infection into the bone. Two metal anchors that were in the foot previously, and had "made their way out of the bone, were also removed. The patient had additional debridements of the wound on (B)(6) 2014. On (B)(6) 2015 the patient had her case transferred to another doctor, which then determined that the wound was closed. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a foot surgical procedure in 2013 and suture was used. It was reported that following the procedure, the patient developed an infection of the bone and received treatment. It was discovered that several pieces of suture material had not been absorbed. The patient experienced pain and had to undergo multiple surgical procedures. The patient has been treated during 2013 and 2014 for osteomyelitis of the right heel. No additional information was provided at this time.